Event description:
It was reported that bd max¿ system, bd max¿ instrument evp false positives are being reported. The following information was provided by the initial reporter: bd max occasionally detected several pathogens in the evp panel

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are occasionally detecting several pathogens in the large evp panel. A bd field service engineer (fse) was dispatched to the customer site where they performed installation of new software scripts and reader renormalization to correct the issue. This complaint is confirmed by service & quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. This complaint was able to be confirmed through other means and a DHR review is not applicable. No parts were returned or replaced as a part of this complaint. No additional false result complaints have been received since this service fix. H3 other text : see h.10.

Manufacturer narrative:
PMA/510k info:k111860, k130470. Initial reporter fax , phone, and email: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument evp false positives are being reported. The following information was provided by the initial reporter: bd max occasionally detected several pathogens in the evp panel.